Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the exact cause of the incident could not be identified. However, it is speculated that the issue may have been caused by damage or deterioration of parts during handling, blockages, or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the air supply from the pressure relief valve was insufficient on the high flow insufflation unit. There was no patient involvement.